Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clincian that, "years ago a magnesium or potassium infusion went in quicker than expected and that¿s why I check my drip chambers after starting an infusion". This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.